Event description:
A malfunction was reported on a customer's pump, which occurred after the device got wet while the customer was washing hands. There was no adverse impact to the customer's blood glucose level. The pump was not resettable, and technical support already replaced the device. Customer will continue to use current pump.